Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible leaking implant, implant is cutting through the skin and they are too big which is causing back pain".

Event description:
Patient reported left side "back pain, possible leaking implant, implant is cutting through the skin and they are too big which is causing back pain." Device remains implanted.